Manufacturer narrative:
Concomitant products: (2) pri tubing, pca tubing. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of tpn/lipids the extension set leaked from around the filter. The line and filter were changed and connected to infuse with the pca and tacro infusions. A new unspecified fluid was infused for the remainder of the day in place of the tpn and lipids. The blood sugar was checked (results not provided). The infusion continued without difficulty and the line had a positive blood return. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection showed a separation between the tubing and the filter. The tubing also showed signs of a slight kink and stress where the separation occurred. No functional testing or dimensional testing was performed because the tubing was already separated and broken. The root cause of the leaking extension set was found to be a broken filter outlet port. The filter outlet port breakage was determined to be a supplier issue of excess bonding solvent being added causing the tubing to become brittle. The slight kink and stress marks on the tubing indicated that an external force was possibly applied to the tubing leading it to easily break under stress.